Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, "an onx mitral valve was explanted from a female patient 12 years after implant due to acute symptoms. On explant the valve was found to be thrombosed and have evidence of pannus. The patient was reported to have been pregnant and had stopped taking her warfarin"

Manufacturer narrative:
Multiple attempts were made without success to obtain additional information. The distributor was unable to obtain additional information due to the age of the implant, "hospital do not have any system; keep information about cases." A review of manufacturing records could not be produced as a serial number and product code was not provided. A review of the available information was performed. An unidentified on-x mitral valve implanted in a female patient between 7 and 12 years ago was explanted due to acute symptoms experienced by the patient. The symptoms were not further described. The explanted valve was reported to have thrombosed and showed evidence of pannus. The valve was not made available for examination nor were any photos provided to document these observations. The patient was reported to have stopped taking anticoagulation during pregnancy. It is not stated when this pregnancy occurred in relation to the acute symptoms. This case is indicative of inadequate anticoagulation, perhaps exacerbated by the special circumstances associated with pregnancy. The instructions for use (IFU) identify explantation as a risk factor due to adverse events including thrombosis and pannus. The IFU further states that mitral valve recipients should maintain an inr of 2.5 ¿ 3.5 with a daily dose of 75-100 mg aspirin, barring a contraindication to the use of aspirin. However, the IFU also states that the safety and effectiveness of the on-x valve has not been established in patients who are pregnant, because this population has not been specifically studied. Thus, the only frequency of occurrence comparison we can make is to the generalized objective performance criteria in which thrombus occurs at a rate of 0.8%/patient-year for rigid valves [iso 5840:2005]. The frequency of occurrence for pannus is not established and has been reported for the on-x valve only anecdotally. However, thrombosis and pannus are both present in as many as 45% of cases of obstructed mechanical valves. This event does not identify additional hazards or modify the probability and severity of existing hazards.

Event description:
According to the report, "an onx mitral valve [unknown configuration] was explanted from a female patient 12 years after implant due to acute symptoms. On explant the valve was found to be thrombosed and have evidence of pannus. The patient was reported to have been pregnant and had stopped taking her warfarin.¿